Manufacturer narrative:
The patient's weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 9 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported low speed and low voltage advisory alarms were observed during device interrogation. The customer stated no alarms had been received at the time of the speed drop. The patient was asymptomatic. X-rays of the percutaneous lead reviewed by the manufacturer's technical services showed an area by the system controller bend relief with some shielding breakdown. Incidental to the x-ray findings, the low voltage advisory alarms appeared to be related to the patient cable. The patient cable would be replaced. On (B)(6) 2016, technical services performed a percutaneous lead replacement approximately 4 inches from the percutaneous lead exit site. During repair, two percutaneous lead pins were found to be broken off from the lead and lodged in the system controller end of the connector. After completion of the repair, all subsequent tests passed and no further issues were reported.

Manufacturer narrative:
Low speed advisory and low voltage advisory alarms were confirmed based on the information contained in the submitted system controller log files. A root cause for these events could not be conclusively determined. The report of broken pins within the metal system controller connector was confirmed based on the evaluation of the returned portion of the percutaneous lead (lead). However, a specific cause for the broken pins and a correlation to the low voltage alarms could not be conclusively determined. Approximately 13 inches of the external portion/distal end of the lead was returned. Examination of the pins of the metal system controller connector revealed that two of the pins had broken off. There was also evidence of fluid ingress in this area. The broken pins were found lodged in the bulkhead of the returned system controller. Continuity testing was performed on the returned portion of lead and continuity issues were identified in the black and orange wires, consistent with the broken pins. The shielding and bionate layers were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying wire conductors. The lead was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any evidence of current leakage in the insulation of any of the wires that would have resulted in an electrical short. Pump function would not have been affected as a result of the damaged pins which represented one wire from each of phase 2 and phase 3. The redundant wire/pin design of the lead ensures pump function is not compromised when discontinuity occurs at a single wire/pin in each phase. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.